Event description:
It was reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The incident reportedly occurred mid-treatment. Blood was observed to be leaking externally from the seal located at the end of the dialyzer. There were no leaks during the priming phase. It was difficult to identify any damage or defects on the dialyzer due to the presence of blood; however, blood was clearly seen leaking from a specific location. After the leak was detected, the treatment was discontinued. The patient was able to complete their treatment with new supplies on the same machine. The patient¿s blood was not returned. Estimated blood loss (ebl) due to the event was 150 to 250 ml. There was no patient serious injury or adverse event due to the blood loss. The sample was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.